Event description:
It was reported an external fluid leak was observed originating from the waste bag of a prismaflex m100 set approximately 15 hours and 58 minutes into continuous renal replacement therapy. The waste bag was replaced, and therapy was continued. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.